Manufacturer narrative:
H4: the lot was manufactured between october 20, 2023 ¿ october 24, 2023. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection was performed, and dark spots of particulate contamination embedded in the tubing and fiber like object on the white connector to the delivery bag were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set had particulate matter/foreign material. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.